Event description:
A seroma, a collection of serum or blood fluid in the surrounding tissue of the bovine graft developed. It is believed the bovine graft was explanted and a new eptfe graft was implanted as a replacement. No other information is available at this time, although there were several attempts to contact the surgeon. Further information is being pursued.

Manufacturer narrative:
Review of recent complaint/MDR records reflect three similar incidents of seroma-based injury or interventions. Artegraft does review complaint trending for similar types of problems and issues on a periodic basis. This will continue.